Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 30-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure positioning was intra-abdominal"), gastrointestinal injury ("possible intestinal perforation"), post procedural infection ("post-operative infection with crp at 189.6") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. D72008) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty handling the material during placement" on (B)(6) 2016 and intentional device use issue "placement of four essure inserts" on (B)(6) 2016. The patient's past medical history included uterine fibroid (resection of two fibroids on hysteroscopy). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain, gastrointestinal injury (seriousness criteria medically significant and intervention required), post procedural infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("major migraines"), dizziness ("dizziness.") And fatigue ("extreme fatigue"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with ceftriaxone (rocephine), ciprofloxacin monohydrochloride (ciflox), surgery (laparoscopic exploration to remove the two supernumerary inserts on (B)(6) 2016) and surgery (on (B)(6) 2016 operation in emergency, as doctor suspected possible intestinal perforation). At the time of the report, the device dislocation, gastrointestinal injury, post procedural infection, genital haemorrhage, migraine, dizziness and fatigue outcome was unknown. The reporter provided no causality assessment for device dislocation, dizziness, fatigue, gastrointestinal injury, genital haemorrhage, migraine and post procedural infection with essure. The reporter commented: placement of essure inserts on (B)(6) 2016 with resection of two fibroids on hysteroscopy. Of note, no allergy test or pregnancy test was requested by the surgeon prior to the procedure. Discharge from hospital the same day with a patient card bearing a single batch number for essure. Blood tests on (B)(6) found crp at 200. The laboratory immediately put her in contact with the emergency. No auscultation or examination at hospital. Discharge with rocephine and ciflox for 8 days. On (B)(6), her doctor referred her to emergency. Hospitalisation from (B)(6). After a CT-scan, doctor informed her that he had placed a third insert in the right uterine tube due to difficulty handling the material during placement. The operative report, however, only mentioned placement of two inserts ¿without incident¿. The report was therefore falsified, as was the patient card, which mentioned a single batch number for essure. On (B)(6) 2016, operation in emergency, as doctor suspected possible intestinal perforation. Two additional inserts were located in the right uterine tube, which formed a zigzag in back of the uterus. Second operation on (B)(6) 2016 for laparoscopic exploration to remove the two supernumerary inserts if their positioning was intra-abdominal. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2016: showed four inserts; on (B)(6) 2016: confirmed four inserts blood tests on (B)(6) 2017 found crp at 200. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms (pt). In this particular case a search in the global safety database was performed on 01-dec-2017 for the following meddra pts: device dislocation: the analysis revealed 2751 cases (excluding this case). Gastrointestinal injury: the analysis revealed 64 cases (excluding this case). Post procedural infection: the analysis revealed 4 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-nov-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via (B)(6) ((B)(4)) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure positioning was intra-abdominal"), gastrointestinal injury ("possible intestinal perforation"), post procedural infection ("post-operative infection with crp at 189.6") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. D72008) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty handling the material during placement" on (B)(6) 2016 and intentional device use issue "placement of four essure inserts" on (B)(6) 2016. The patient's past medical history included uterine fibroid (resection of two fibroids on hysteroscopy). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain, gastrointestinal injury (seriousness criteria medically significant and intervention required), post procedural infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("major migraines"), dizziness ("dizziness.") And fatigue ("extreme fatigue"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with ceftriaxone (rocephine), ciprofloxacin monohydrochloride (ciflox), surgery (laparoscopic exploration to remove the two supernumerary inserts on (B)(6) 2016) and surgery (on (B)(6) 2016 operation in emergency, as doctor suspected possible intestinal perforation). At the time of the report, the device dislocation, gastrointestinal injury, post procedural infection, genital haemorrhage, migraine, dizziness and fatigue outcome was unknown. The reporter provided no causality assessment for device dislocation, dizziness, fatigue, gastrointestinal injury, genital haemorrhage, migraine and post procedural infection with essure. The reporter commented: placement of essure inserts on (B)(6) 2016 with resection of two fibroids on hysteroscopy. Of note, no allergy test or pregnancy test was requested by the surgeon prior to the procedure. Discharge from hospital the same day with a patient card bearing a single batch number for essure. Blood tests on (B)(6) found crp at 200. The laboratory immediately put her in contact with the emergency. No auscultation or examination at hospital. Discharge with rocephine and ciflox for 8 days. On (B)(6), her doctor referred her to emergency. Hospitalisation (B)(6). After a CT-scan, doctor informed her that he had placed a third insert in the right uterine tube due to difficulty handling the material during placement. The operative report, however, only mentioned placement of two inserts "without incident". The report was therefore falsified, as was the patient card, which mentioned a single batch number for essure. On (B)(6) 2016, operation in emergency, as doctor suspected possible intestinal perforation. Two additional inserts were located in the right uterine tube, which formed a zigzag in back of the uterus. Second operation on (B)(6) 2016 for laparoscopic exploration to remove the two supernumerary inserts if their positioning was intra-abdominal. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2016: showed four inserts; on (B)(6) 2016: confirmed four inserts . Blood tests on (B)(6) 2017 found crp at 200. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 24-aug-2017 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 1336 cases. Gastrointestinal injury: the analysis in the global safety database revealed 59 cases. Post procedural infection: the analysis in the global safety database revealed 4cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.